Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting, the customer tried reloading the cartridge, but the issue persisted. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.